Event description:
The device was received and analyzed. No information was provided.

Manufacturer narrative:
Catheter: model 8703w, lot#: l78428, implanted: 2000 (B)(6), explanted: unk. Final analysis of the device revealed a high s2 battery resistance. Drugs delivered per analysis report were morphine and clonidine.